Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory results with innovin reagent. The result from the meter was 4.9 inr. The result from the laboratory 1 hour later was 3.7 inr. On (B)(6) 2018 the result from the meter was 3.9 inr. The result from the laboratory 1 hour later was 2.9 inr. There was no allegation of an adverse event. The patient had decreased "frusemide" and changed her "amioderin" dose. The patient's therapeutic range was 3.0 - 3.5 inr. The qc was acceptable. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 31404712) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.